Manufacturer narrative:
This lead was capped on (B)(6) 2021 due to noise. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the available iegm episodes, artefacts were visible both in the right ventricular and farfield channel, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
This lead was capped on (B)(6) 2021 due to noise. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided iegm episodes, recorded between (B)(6) 2019 and (B)(6) 2019, showed artefacts both in the right ventricular and farfield channel, as indicated in the complaint. The analysis of the provided data, recorded between (B)(6) 2020 and (B)(6) 2021, recorded the rv pacing threshold with initial values at 1v, before in the beginning of (B)(6) 2020 the threshold rose gradually onto 2.5v in the end of the recorded period. The rv pacing impedance was initially recorded at 350ohms, before in the middle of (B)(6) 2020 the impedance rose gradually onto 650ohms in the end of the recorded period. The analysis of the provided threshold test freezes featured artefacts on the rv and farfield channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the available iegm episodes, artifacts were visible both in the right ventricular and farfield channel, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 70 months, oversensing on the ventricular channel was reported.